Event description:
Proper patch placement for dccv. Pt was shocked at 300j under mac anesthesia and a loud "snap/crack" was heard. It appeared as if there was an electrical arc, and you could smell singed hair. Chest patch removed and there was a visible burn on the patient's chest.